Event description:
The svc report shows that while performing preventive maintenance on the unit, the customer support engineer noted that the pitch of the audio alarm was low. The inspected the device and replaced the audio alarm as a precaution. The unit passed extended self testing.